Event description:
Ten days after a bone grafting procedue, a pt experienced swelling bone from the surgical site in the upper jaw up to the eye region. The pt was treated with sobelin (clindamycin) and incision and drainage but after one week the symptoms did not change and surgical revision of the area became necessary. Another, product, not manufactured by dentsply, bioguide membrane was also used in the procedure.